Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: DHR review part number: 03.632.036, synthes lot number 6684423, release to warehouse date: 03-jun-2011 supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads on the holding sleeve were found stripped. This was discovered at the back table during a posterior lumbar fusion surgery a levels l5-s1 which took place on (B)(6) 2016. The device did not come into contact with the patient. Another holding sleeve was available, and the surgery was successfully completed. There was no reported patient harm or surgical delay. There is one device on this complaint. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: it was reported that the tip of a matrix holding sleeve (03.632.036 lot 6684423 mfg. 03-jun-2011) was found to be stripped prior to use intra-operatively. Another device was immediately available; as such there is no reported patent harm or surgical delay. The returned device was examined and the complaint condition was able to be confirmed as the threaded tip was found to be cracked but intact. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.